Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. The 14 fr esheath plus was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was received which showed that the patient's right access vessel was tortuous and calcified. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander s3ur and esheath plus, device preparation manual and device procedural manual. Based on this review, no IFU/training deficiencies were identified. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for hydrophilic embolism was confirmed empirically through the returned histopathological diagnosis report. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the patient underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position. On postoperative day (pod) 10, embolism was noted in the lower limb artery(ies) and renal artery(ies). Polymer was detected by histopathology. The physician seemed to consider the possibility of esheath+ components. The submitted specimen was collected from the epidermis to subcutaneous tissue. Embolism with powder blue resinous material was found in the small blood vessel(s) of the dermis. Some were accompanied by foreign-body reaction." Based on the information provided, the "powder blue resinous material" may resemble a component of the sheath such as the shaft hdpe, strain relief, disc, cross slit, or duckbill valves. However, as neither the separated material nor a photo of it was provided, it is unable to determine which component it may be or if the separated material originated from an edwards or non-edwards device. Furthermore, it was reported that "no resistance was noted during device insertion and removal" and "there was no damage to the esheath or other edwards devices". However, a review of the provided imagery shows that tortuosity and calcification were noted in the patient's access vessel. Although no resistance was noted during the procedure, it is possible that the calcification could damage the sheath during insertion and/or removal. Sharp calcified nodules can create small cuts in the shaft and/or strain relief that can potentially separate and embolize, especially if there is excessive device manipulation applied at any juncture. Additionally, if the loader was not fully advanced, the crimped valve can catch onto the hemostasis valves within the sheath hub and damage or tear them during advancement, leading to separation and embolization. In this case, due to limited information provided, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-17111.

Manufacturer narrative:
The investigation is ongoing. H3 other text : discarded.

Event description:
The patient underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position. Percutaneous access was obtained from the right femoral artery and a 26mm sapien 3 ultra resilia valve was deployed at 90:10 aortic/ventricular position, as intended. On postoperative day (pod) 10, embolism was noted in the lower limb arteries and renal arteries. On unknown date, skin eruption developed on both toes. On pod-37, polymer was confirmed by pathological examination. The polymer was detected at the tissue level of the skin eruption. The patient was being treated with steroid(s) and the event of renal artery embolism improved with medication. It's the belief of the physician that the polymer components may have caused the event. The device was discarded at the hospital. Follow up information was provided that there was almost no calcification and the esheath+ could be advanced smoothly. There was no damage to the esheath or other edwards devices. No resistance was noted during device insertion and removal. No medical devices were used after tavr.